Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 500 mg/dl. Customer was wearing the pump at time of hospitalization. Customer experienced symptoms like nausea, dehydration. The troubleshoot for no delivery alarm was performed and the event was resolved by complete set change. The insulin pump will not be returned for analysis